Event description:
It was reported that during a da vinci si lobectomy procedure the curved bipolar dissector instrument was not cauterizing within the area of the tips, but sparks were occurring at the neck of the instrument and the energy isolation material appeared to have melted. Upon noticing the sparks, the surgeon immediately removed the instrument from the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both yaw pulleys exhibit charring and localized melting at the grip base, between the grips. The charring indicates that an arcing event occurred. No other damage was found.